Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported that the adc freestyle libre 2 sensor fell off due to moisture exposure. The customer experienced unspecified symptoms of hypoglycemia and was unable to self-treat. The customer provided juice and energy drink with sugar by a non-hcp as treatment and no further information was provided. There was no report of death or permanent injury associated with this event.